Event description:
It was reported that when using the bd pyxis¿ medbank tower all-in-one (aio) screen was damaged and displayed a large bright pink bar across the bottom of the screen.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that all in one (aio) monitor displayed a large pink stripe at the bottom of the screen. The field service engineer (fse) replaced faulty aio with a new unit and the station was powered on and tested. The system functioned as intended after the field service engineer repaired the device.